Manufacturer narrative:
A visual macroscopic examination and hardness check was performed by a product engineer that revealed the markings on the part show that the instrument was over torqued in the tightening process. Hardness of the instrument was checked and measured 46.9 hrc where print specifies 48-52 hrc. A review of the device history records for this lot number did not identify any related non-conformances.

Event description:
It was reported that the tip of the instrument was broken in a surgical procedure. No pt complications were reported.